Event description:
This 53 year old female underwent bilateral breast augmentation with implantation of silicone breast prosthesis 20 years ago. The manufacturer of these implants is unknown to this reporting facility. Due to a 2 year history of autoimmune-like symptoms and a confirmation per mammorgraphy and zerogram of ruptured implants, the patient chose to have them explanted. Gross exam: both implants were grossly ruptured and exuding sililicone material out of the capsulesinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.